Event description:
It was reported that the patient (pt) reported that the controller is dead for a little more than 2 weeks. Caller stated that they called the representative several times in the last 2 weeks but they are not answering or returning their calls. Caller mentioned that they left a voicemail probably 2 weeks ago. Patient service specialist walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller does not power on. Pt stated that it is not always easy plugging ac power supply into the controller. Agent had pt try different outlets but pt saw no green light appear on ac power supply box. Agent observed pt may need help in person by a rep. The issue was not resolved. An email was sent to the repair department to replace the ac power supply. Agent will call pt back tomorrow to further troubleshoot. Agent sent email to local reps for visibility. Agent made out bound call to the pt for further troubleshooting charging the controller. Pt stated they were already able to charge the controller and charge the implant. Agent asked - pt stated they are able to feel stimulation; they are set at 6.8 and they can adjust up and down. At the end of the call, pt stated their belt broke some months ago; belt tore apart at one of the straps. Agent sent email to repair to replace the belt.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Continuation of d10: product ID m943899a (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.